Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the downstream occlusion sensor was bubbled. Functional testing duplicated the reported issue. It was found that the pump was below specifications. The investigation determined that the expulsor being out of specification was the cause of the reported issue. The expulsor was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that during testing the pump failed volume accuracy. There was no patient involvement.